Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the display board to function as intended throughout the evaluation. Of note, the small display interface ribbon cable was not returned, therefore, not evaluated.

Manufacturer narrative:
Per the manufacturer's subsidiary, they replaced the display on the roller pump but the issue remained. The pump speed was able to be controlled through the central control monitor (ccm) or the local knob, and power was not lost to the pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a display issue on the roller pump, a line of pixels was missing and the display went out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the clinical team noticed that there was one pixel line missing in the local display on their pump mounted on the heart lung machine (hlm). The team was able to see the flow and all information on their local display. There was no delay in the surgical procedure due to this issue. There was no harm or blood loss associated with this issue.

Manufacturer narrative:
The reported complaint was confirmed via photo. Per the manufacturer's subsidiary, they will not be sending in the roller pump or the cable since the unit has been in use since the reported complaint and has been working as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.